Manufacturer narrative:
Bench replaced the power cord to ensure compliance with electrical safety specifications. Following the repair, the device successfully passed all required performance verification tests in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and service performed, it was confirmed that the device did not meet product specifications due to excessive electrical resistance in the power cord.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating while servicing the device, it was observed that the device had a power cable electrical resistance - the power cable resistance exceeds allowable limits during electrical safety testing. It has been determined to replace the power cable to meet electrical safety specifications. It was reported there was no patient involvement at the time the issue was discovered. This investigation is ongoing.